Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported a blood glucose value of 33.0 mmol/l. The customer reported hyperglycemia treated with hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-712ews. Troubleshooting was performed and the customer has been using the insulin pump system within 48 hours of the reported high bg event. No further patient complications were reported. Product return requested for mmt-712ews. The customer declined to return or is unable to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h6 (health effect ¿ impact code & health effect - clinical code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the hospital treated the high with insulin drip. There was no hospitalization. No symptoms of high were reported. No ketones were reported. It is unknown if customer will continue to use the pump.